Event description:
It was reported that balloon rupture occurred. The patient presented with obstructive arteriosclerosis. The 100% stenosed target lesion was located in the severely tortuous and severely calcified anterior tibial artery. A 2mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. However, during the initial inflation at 8 atmospheres for few seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient injuries reported and the patient was in good condition post procedure.